Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an alarm and insulin squirting out as she attempted to prime the insulin pump. Found that the customer was connected to the infusion set during the manual prime. The paramedics were called to the customer's home, and her blood glucose reading was 22 mg/dl when they arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.